Manufacturer narrative:
The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), and body temperature in normal and axillary modes of neonatal, pediatric, and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. The spo2 sensor measures oxygen saturation and pulse rate. The oxygen saturation and pulse rate are updated and refreshed each second, ±0.5 seconds. Pwcd-b is the part number for the csm power cord. The device was not returned by the customer, therefore a thorough investigation into the reported malfunction could not be performed. Hillrom has provided the customer with a new power cord. Although the reported event did not result in a serious injury, the report of a frayed power cable could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.

Event description:
The customer reported that the csm power cord (pwcd-b) had frayed wires. This event was captured under hillrom complaint ref # (B)(4).